Event description:
Attorney reported: in early 2006 - the pt underwent a ventral hernia repair with placement of a composix e/x mesh patch. In 2009 - the pt presented to her physician with abdominal pain, urinary problems, and symptoms which are consistent with a recurrence of her hernia. The pt's physician informed her that portions of the mesh had eroded into her bladder and would have to be removed in order to prevent further deterioration of her bladder function.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time.